Event description:
We received a report regarding a female patient who upon her first time use of the product experienced significant pain, stinging and redness after using oxysept 1 step disinfecting solution to care for her contact lenses. She did not use the neutralizing tablets, she thought the disinfecting solution was a multlipurpose solution. Follow up with the patient indicated the optician stated the surface of the cornea had been ''removed'' but advised it would repair itself over the next few days and she could resume contact lens wear after two days; unspecified eye drops were to be used. Additional follow up with the optician was performed. The medical report provided a diagnosis of corneal epithelial abrasion that took 7-10 days to recover completely. Viscoteers eye ointment was used. Patient recovered without sequelae. The optician indicated a definite causality assessment.

Manufacturer narrative:
Lot and expiration date: unknown. Concomitant products: none provided. Initial reporter telephone: (B)(6). Alternative report identification number (B)(4). Unknown as the lot number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.